Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a flail, a posterior prolapse, and some annulus calcification. An xtw clip (30911r2062) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xt clip was deployed laterally and successfully implanted. To further reduce mr, a third xt clip (30831r1064) was inserted. However, after multiple grasping attempts, the mr was unable to reduce further. Therefore, the clip was removed, and the procedure was discontinued. Mr reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detaching from the posterior leaflet after deployment, could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.